Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist manager, the reported issue was found when checking the back up hlm. The field service representative (fsr) verified that the power cord jacket was ripped. The power cord was replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heart lung machine (hlm) power cord was found to be damaged. There was no patient involvement.